Event description:
The doctor informed allesee orthodontic appliances that the pt's upper lip was slightly cut from the red white and blue appliance's distorted edge cutting into the pt's lip.

Manufacturer narrative:
Eval of the device revealed that it was distorted, causing the appliance to protrude at the upper anterior gingival tissue. The pt stopped using the device and it was returned to the MFR for adjustment. The doctor gave the pt kenalog orabase, a prescription strength cortisone, that he had in his office to treat the minor cuts. The pt's symptoms completely resolved. The pt is now doing fine. Eval: the actual device involved in this incident underwent visual eval. The red white and blue appliance was distorted. This distortion caused the appliance to protrude at the upper anterior gingival tissue which caused the irritation to the lip.